Manufacturer narrative:
The patient's weight was requested; however, this information was unable to be obtained. Product analysis: the device was discarded by the user facility. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, it was explanted and replaced. The valve had been fully seated and sutured into place; however, the patient anatomy presented a low lying coronary ostia. A root enlargement was performed. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicated that a root enlargement was performed to accommodate this device. The patient anatomy with low lying coronary ostia presented a concern after the device was fully seated and sutured in place. The concern was that the right coronary artery and left main coronary artery may be obstructed if the device was left in place. Therefore, the device was removed and replaced with a full root. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.